Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the device?s plunger case had a hole in it, the tamper seals were missing, and the bottom case had a crack with contamination in it. The devices event history log was reviewed for evidence of the reported problem and found force sensor bgnd test in the log. To conduct functional testing the device was powered up. Upon review, the force was out of manufacturer specifications. It was determined that the damage to the force sensor, plunger cable and plunger board was the root cause. The force sensor, plunger cable and plunger board were replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there is a background error. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.